Event description:
The customer reported that a front panel malfunction was noted with video system center. The event occurred during receipt inspection, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective board. In addition, all the light-emitting diode was displayed when the device was powered on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated at the repair department, and it was reported that it occurred due to a board failure since it is the one that controls the front panel. The cause of the faulty board was not specified. Olympus will continue to monitor field performance for this device.